Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the attorney through the filing of a legal claim that the patient underwent a right total hip arthroplasty on (B)(6) 2007 where he was implanted with a stryker hip system. It is further alleged that the patients right hip was then revised on (B)(6) 2016 due to elevated levels of cobalt found in bloodwork and clicking.